Event description:
It was reported that during implant attempt, there were positioning difficulties with the right ventricular lead and the helix would not extend after being retracted. The lead was not used and a new lead was implanted. Also during the implant attempt, two different left ventricular leads could not be used due to patient venous anatomy. A different left ventricular lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B)(4) the full lead was returned and no anomalies were found. However, it was found that all conductors had blood/body fluid (not obstructed). (B)(4) the full lead was returned and analysis found the helix was disengaged from helical channel. The inner tubing was kinked/buckled and blood was noted in/on the helix/lobe mechanism and sleeve head. (B)(4) the full lead was returned and analysis found no anomalies.